Event description:
It was reported that, "variax screwdriver handle would not engage in locking mode. Switch would not lock. Screwdriver stayed disengaged. Had to open synthes set to use handle with our screwdriver blade."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.